Event description:
It was reported that patient is being considered for revision due to migration of cup. Attempts to obtain additional information have been made; however, none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided xrays identified protrusion of the medial aspect of the acetabular component. One of the acetabular fixation screws, the most inferiorly positioned, extends beyond the medial wall of the acetabulum. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right hip arthroplasty. Subsequently, patient is being considered for revision. No further information has been provided.